Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag, that: "on (B)(6) 2026 the hospital staff assembled the breathing circuit set (pn 260127 / ln 211208), performed a pre-use check, and began using it on the patient. However, an "exhalation obstructed" alarm occurred and could not be resolved, so the breathing circuit set was replaced. Patient involvement with medical intervention (replacement of the breathing circuit set) was reported. However, no patient, user or third party harm was reported.